Event description:
A user facility has reported that air was noticed in a hemodialysis system on 3 separate occasions during a treatment. Each time the system was recirculated to remove the air. On the third occasion it was noticed that a large amount of air was coming from or near the arterial access port. The line was bent to investigate and blood squirted everywhere. The pt lost the circuit, was not re infused. Estimated blood loss 250 ml. Rn reports no ill effects or medical intervention required. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.